Manufacturer narrative:
Approximate age of device: 3 years and 7 months. The initial and final submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01404. This report is being submitted as additional information due to the pump being returned. Manufacturer investigation conclusion : the heartmate ii left ventricular assist system (lvas) was returned assembled with the driveline (dl) severed at the pump housing and approximately 16¿ from the pump housing. The distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was returned with the pump and was secured to the inlet tube with green sutures. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured around the attachment hardware and graft attachment with green sutures. Evaluation of the sealed inflow and outflow conduits did not reveal any denatured or laminated depositions or thrombus formations. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The returned portions of the driveline were submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to a large amount of fluid detected underneath the silicon layer of the driveline pump cable. No outer damage was observed on the external part of the pump cable. The patient was asymptomatic. The patient was listed on the high urgent transplant list. No additional information was provided.